Event description:
It was reported that a remote transmission was sent after the patient complained of shortness of breath and swelling. Far field r-wave (ffrw) was exhibited with the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.